Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During preparation, four probes displayed the message "not connected' and the generator would shut down. Another generator was used to continue with no patient consequences.